Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during port access the health care provider was allegedly unable to flush and unable to aspirate. There was no reported patient injury.

Manufacturer narrative:
After further review of the details provided by the complainant, it was identified that the product lot number was incorrect and the associated fields were updated. There were no changes to the investigation summary listed below. As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
It was reported that during port access the health care provider was allegedly unable to flush and unable to aspirate. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. Investigation summary: the sample was not returned for evaluation. Two photos were provided for review, but no anomalies with the device could be confirmed based on the photos. Therefore, the investigation is inconclusive for the reported failure to infuse. Per the reported event details, the device was inserted via the subclavian vein and the issue has been mitigated by manipulating patient's head and arm. Therefore, it is possible that pinch-off (compression of the catheter between the clavicle and first rib) contributed to the reported event. However, the definitive root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the reported event. Other potential contributing factors include catheter occlusion and unique patient anatomical features. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during port access the health care provider was allegedly unable to flush and unable to aspirate. There was no reported patient injury.

Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. The device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for the alleged inability to access port as no objective evidence has been provided to confirm any alleged deficiency with the port/catheter. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. Possible contributing factors include pinch off, catheter kink, and catheter occlusion; however, the lack of a returned sample prevented both confirmation of the reported event and identification of a root cause(s). A review of product labeling documents (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. (Manufacturing date: 10/2015).

Event description:
It was reported that during port access the health care provider was allegedly unable to flush and unable to aspirate. There was no reported patient injury.